Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H6 patient code: no code available (3191) used to capture the joint instability.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received (B)(6) 2019. On (B)(6) 2015, the patient underwent right knee arthroplasty due to severe degenerative arthritis and pain to the right knee. The surgeon reported no intraoperative complications. All attune components, and two depuy cements were utilized in the procedure. On (B)(6) 2017, the patient underwent a right knee revision due to failed right total knee replacement, instability, and pain. The surgeon reported no gross loosening of the femoral nor tibial components, though they came away easily. There were no complaints against the patella and it was left in place. The surgeon indicated the tibial component was slightly rotated medially. The surgeon reported no intraoperative complications. All competitor components were utilized in the procedure. Doi: (B)(6) 2015; dor: (B)(6) 2017; (rt knee).